Event description:
The generator was monitored for 24 hours in a body temperature environment and was able to deliver the programmed output without issue. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was interrogated and found to be at ifi = no condition. The in-line resistor was also returned and showed high impedance which may have contributed to the high impedance seen when running generator diagnostics. There were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received by the manufacturer for analysis. Product analysis has yet to be completed.

Event description:
High impedance was seen on system diagnostics for the patient's device. Surgery was performed to investigate the cause of the high impedance. On the day of surgery, a test resistor was used and the impedance value still showed as high with generator diagnostics. A new generator was then attached to the lead and several system diagnostics showed the impedance value to remain stable and within normal limits. The patient has had no trauma to the device area. Device history records were reviewed for both the generator and the lead, and there were no nonconformities prior to distribution. X-rays were received and reviewed. The complete insertion of the lead pin past the second connector block in the generator header could not be fully assessed due to the image quality. Based on the x-rays received, micro-fractures and discontinuities in lead could not be ruled out. Programming history data was received and reviewed. The first reading of high impedance occurred three weeks after implant surgery. Over the next seven months before the generator was replaced, the impedance value fluctuated greatly, with values in and out of normal limits. There were no anomalies beyond the high impedance found in the data. No other relevant information has been received to date.

Event description:
Further information was received indicating that the old lead and replacement generator have performed normally and there has not been a recurrence of high impedance. Based on this information and the normal performance of the generator during product analysis, the high impedance during implant is likely due to incomplete pin insertion. The test resistor used for generator diagnostics underwent product analysis and showed high impedance &#62; 10,000 ohms when measured. The test resistor was visualized under sem and was found to have a stress fracture on the in-line test resistor lead, which might have occurred when the resistor was inserted into the pulse generator and the setscrew tightened during surgery. Device history records were reviewed for the test resistor and there were no nonconformities prior to distribution.